Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with hardware on 08/14/2012. Patient was returned to the or on 01/25/2013 for a scheduled removal of hardware. During the removal of the implanted locking screw, the screw head stripped and did not engaged with the t25 stardrive screwdriver. The screw was removed with a conical bolt from the damage screw removal set.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.